Event description:
It was reported during a pocket site revision on (B)(6) 2013 (reference MFR report number: 1627487-2013-11748), the physician also repositioned the patient's pns lead back across the midline. The patient reports effective stimulation coverage postoperatively.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.